Event description:
Reporter indicated that pt has been diagnosed with left vocal cord paralysis. It was reported that the pt experienced problems with continuous hoarseness after implant and that an ent had performed a scope procedure, diagnosing left vocal cord paralysis. Stimulation has been initiated.